Manufacturer narrative:
H6: investigation summary. A device history record review was performed for provided lot number 2001123 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were not returned for this incident, twenty retained samples of the same lot number were obtained from the manufacturing facility for further investigation. The retained samples were inspected and no signs of defect were observed. Based on the investigation results an exact cause related to the manufacturing process could not be identified for this incident. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd discardit¿ ii 2 ml syringes experienced leakage during use. The following information was provided by the initial reporter: customer reports that during the start of anasthesia, the patient was administered lidocaine with a 2 ml discardit syringe. The syringe leaked and more than half of the lidokcaine came out. A new syringe had to be taken for proceeding with the anasthesia. This is not the first time this problem has occured with the same batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd discardit¿ ii 2 ml syringes experienced leakage during use. The following information was provided by the initial reporter: customer reports that during the start of anesthesia, the patient was administered lidocaine with a 2 ml discardit syringe. The syringe leaked and more than half of the lidokcaine came out. A new syringe had to be taken for proceeding with the anesthesia. This is not the first time this problem has occured with the same batch.